Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a starclose se device after a carotid artery stenosis interventional procedure with a small bore sheath. Reportedly, resistance was noted while attempting to advance the thumb advancer during step 3. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 1494 - patient selection.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported mechanical jam with the thumb advancer could not be confirmed as the device successfully deployed after diluting coagulated blood and reassembly. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Reportedly, the device was used in a calcified artery. It should be noted the starclose instruction for use (IFU) states: do not deploy the clip in areas of calcified plaque. In this case, calcification is not a known contributor to mechanical jam with the thumb advancer. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that contribute to mechanical jam with the thumb advancer may include, but are not limited to, the vessel locator not placed against the surface of vessel during plunger deployment or device angle changed prior to thumb advancer stroke completion. The subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.